Manufacturer narrative:
Customer reported that blood may have entered inside the housing of the autopulse platform (serial #(B)(4)) during resuscitation and therefore, they sent the device to zoll for evaluation. On march 27, 2020 during evaluation with the returned autopulse platform, it displayed user advisory - "(ua)18" (max take-up revolution exceeded) when the lifeband was pulled and load cell characterization test failed. The root cause of the ua18 and load cell characterization test failure was due to defective processor pca board in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in june 2009 and is over 10 years old, well past beyond the expected serviceable life of 5 years. Additionally, the customer reported that blood may have entered inside the housing of the autopulse platform was confirmed during visual inspection. Blood on the blue housing seals and the metal coating of the upper part of the blue housing was heavily corroded. The blue housing will be replaced. Unrelated to the reported complaint, a cut patient wire restraint was observed on the autopulse platform during visual inspection. This issue was likely attributed to user error. The top cover will be replaced to remedy the cut wire restraint. During the initial functional test, the returned autopulse platform displayed "(ua)18" (max take-up revolution exceeded) and load cell characterization test failed. The processor pca board was replaced to remedy this error and fault issues. Upon service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Load cell characterization test confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar of complaint reported for autopulse with serial number (B)(4).

Event description:
Customer reported that blood may have entered inside the housing of the autopulse platform (serial #(B)(4)) during resuscitation. No consequences or impact to patient. On march 27, 2020 during evaluation with the returned autopulse platform, it displayed user advisory - "(ua)18" (max take-up revolution exceeded) when the lifeband was pulled and load cell characterization test failed.